Manufacturer narrative:
H3: product analysis of 105-5081-153, lotno:b580426 found a solitaire stent returned within the rebar-18 catheter. The solitaire pushwire was extending ~40.0cm from hub. The rebar total length was ~160.5cm and the useable length was ~154.1cm. No damages were found with the hub. The catheter body was accordioned at ~138.8cm for ~15.0cm and separated but retained by elliptical wire at ~17.4cm from distal tip. No damages or irregularities were found with the distal marker/tip. The solitaire stent was unable to be removed from rebar catheter. The rebar catheter was then dissected longitudinally for further analysis of the solitaire. No other anomalies were observed. The rebar-18 catheter was unable to be used for resistance testing due to its damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿resistance during deliv/retrieval¿ was confirmed. Possible causes for ¿resistance during deliv/retrieval¿ are continuous flush rate too low, use of incompatible device, catheter or delivery system damage or insufficient delivery system hydration. The model and lot numbers for the solitaire were not provided; therefore, compatibility could be assessed. The root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a stent did not pass through the distal portion of the rebar 18 catheter due to resistance. The device was replaced, and the patient did not experience any injury or complications. The devices were prepared and flushed  according to the instructions for use (IFU). The patient was undergoing treatment for ia.  The patient's vessel tortuosity was moderate. The access vessel was the left m1 segment, which was 3mm in diameter.  Ancillary devices include a fubuki 8f guide catheter and a synchro 14 guidewire. Additional information was received that the stent used was a trebo 2 28. There was no damage observed to the stent or catheter.